Event description:
It was reported that the customer's insulin pump was not dispensing insulin. He attempted to restart the insulin pump twice. The customer's blood glucose level at the time of the report was 183 mg/dl. Standard troubleshooting was successful and the insulin pump performed according to specification. The customer was advised to change his infusion set, reservoir, and insulin. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).